Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow up appointment, the patient's right ventricular (rv) lead impedance was high. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for out of tolerance sub threshold lead impedance on 2012 (B)(4). The weekly pace lead trend data showed an increase for minimum and maximum right ventricular (rv) lead pacing of 920 to 4784 ohms peak between 2011 (B)(4) and 2012 (B)(4).